Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the bronchofibervideoscope tested positive for an unidentified gram-positive rod organism on a culture test performed during reprocessing. A second culture test performed on (B)(6) 2026 tested negative.